Event description:
During a literature review, a co2 embolism incident was indetified. The article was published in the jounral of thoracic and cardiovascular surgery dated sep 2005. The article stated that a pt was in for a CABG procedure and the vein was being harvested with the vaso view endoscopic system. After separating from cardiopulmonary bypass, the vaso view system was reinserted with carbon dioxide insufflation. Profound hypotension developed. Pharmacologic resuscitation was performed, but no improvement was observed. Cardiopulmonary bypass was reinitiated. Numerous air locks were noted in the venous line. Transesophageal echocardiography (tee) revealed a massive amount of air within the right side of the heart. The pt was placed in the trendelenberg position. The vaso view system was removed and the venous airlocks disappeared. Once the pt was in stable condition with cardiopulmonary bypass, inspection revealed a torn saphenofemoral venous junction. The injury was oversewn. The pt was weaned uneventfully from cardiopulmonary bypass and discharged home in 5 days. At follow-up, the pt reported no angina. The report did not indicate any device malfunction. This report is being submitted because medical intervention was performed.